Event description:
Reporter alleged obtaining discrepant blood glucose results of 300 mg/dl back to back with a result of 135 mg/dl when testing was performed less than 10 minutes apart on the aviva system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.